Event description:
The pt presented at the hospital on (B)(6) 2015 with chest pain and headache. He stated he developed a headache earlier that day during his dialysis treatment. His chest pain developed on the left side and radiated to his left arm, neck and jaw. He also experienced orthopnea, blurry vision and lightheadedness. His vital signs: bp 237/117, heart rate 110, oxygen saturation 77% on room air and 90% on oxygen at 4 liters/min. The pt was given intravenous anti-hypertensive medications. The pt was diagnosed with hypertensive urgency and admitted to the hospital. On (B)(6) 2015, the pt stopped his hemodialysis treatment. He had been fidgety during the dialysis treatment and blood flows were lowered. On (B)(6) 2015, the pt started hemodialysis at 08:14. His vital signs were temp. 97.9, pulse 88, respirations 16, bp 186/100. During his dialysis treatment, he had received zofran, norco and phenergan. At 11:00, this pt became non-responsive during his hemodialysis treatment. His heart rate was in the 40s and he was placed on bipap, narcan was administered with no improvement. EKG showed peaked t-waves. Pulse was later lost and pt went into ventricular fibrillation. Code blue was called and CPR was initiated approx at 11:19. Pt was defibrillated 4 times. Time of death was called at 11:49.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medical record review: medical records were received and reviewed by post market surveillance clinical staff. It was noted that the medical records did not contain a death certificate or autopsy report for review. Bicarbonate blood labs are not reported in the medical records for review. There is no documentation in the medical record that shows as causal relationship between the pt's hemodialysis treatment and the pt's death. A supplemental report will be submitted upon completion of plant's investigation.